Event description:
Thrombus was found within the implanted cypher stent eighteen months after the procedure.

Manufacturer narrative:
This patient presented to cath with a myocardial infarction and was treated with a 3.0x23mm cypher stent in the mid lad. The de novo lesion was 20mm in length in a 3.0 vessel diameter. There was no calcification present. Intra-procedure medications included heparin and integrillin. Post-procedure medications for one year included plavix, aspirin and beta-blockers. Eighteen months later, the patient returned with a myocardial infarction. He was recathed and thrombus was found within the cypher. He was treated with another cypher stent and was in stable condition following the procedure. This product is not available for testing and evaluation. A male patient with a history of smoking experienced a thrombotic event and mi eighteen months post cypher stent implantation. Initially, the patient was admitted with an mi and underwent an angiogram that revealed a lesion in his mid lad. The patient's admission to hospital with an mi puts him at increased risk for mace. Intra procedural medications included heparin and integrillin. The administration of asa or plavix was not provided. The highest recorded act was under 200. The mid lad lesion was described as de novo, 3mm in diameter, 20mm in length and uncalcified. It is not known if the lesion was pre-dilated prior to the placement of a 3.00 x 23mm cypher stent at/or below rated burst pressure. The patient was later discharged on medications that included asa and plavix. His asa was prescribed indefinitely, while his plavix was prescribed for one year post procedure. Eighteen months after the index procedure, the patient returned to the hospital with another mi. A repeat angiogram revealed thrombus within the previously implanted cypher stent. This was treated with the placement of another cypher stent. The patient was then discharged from the cath lab in stable condition. The product remains implanted in the patient and is thus not available for evaluation. There are patient and pharmacological factors that may have contributed to this event. The product was not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.